Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred. Subsequently, the customer went to the emergency room and was admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level. A specific bg value was not provided. The customer was treated with intravenous insulin and saline. At the time of the reported issue to tandem technical support the customer had not been released from the hospital. Reportedly, a cartridge change was performed resolving the issue. The customer declined further troubleshooting and follow up from tandem technical support.